Manufacturer narrative:
The customer reported there was no patient involvement at the time the issue was discovered.

Event description:
The customer called into technical support (ts) reporting that the device gives oxygen not available alarm. The customer states that the o2 sensor has been changed and the o2 source is good. The customer reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
The reported issue was discovered during preventative maintenance. The customer reported there was no patient involvement at the time the issue was discovered. Based on this information, this is not reportable. The device was evaluated by a bench repair technician and confirmed the customer complaint. The unit is displaying error 1101-ventilator restarted due to anomalies detected during operation. Oxygen is not flowing properly through the flow sensor. The cpu board is damage. The mainboard has to be replaced to fix the issue. Additional problems were found: the top cover and end cap are both cracked. The bench repair technician replaced the pcba cpu board, the top cover, and the end cap to resolve the reported problem. The device passed the required performance verification tests per philips standards.